Event description:
Follow-up information revealed the patient underwent surgical intervention where the patient's drg system was explanted and replaced. Reportedly, effective therapy resumed post-operatively.

Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient's programmer displayed the error message: "your stimulator battery needs to be replaced. Stimulation has been turned off permanently." As such, the patient will undergo surgical intervention to address the issue.